Event description:
Repair requested initiated and escalated to complaint for device with a report that parts were detached and missing. No patient impact reported. On follow-up, it was noted that this was identified during set-up and it was confirmed that there was no patient impact.

Manufacturer narrative:
Device not returned for evaluation. On follow-up, it as confirmed that there was no patient impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patent, operator and/or operating room staff."